Event description:
It was reported that at boot up the system had an interlock failure which prevented the system from performing fluoroscopic imaging. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and generator drive board were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.